Event description:
It was reported that some undersensing occurring due to the size of the p waves being smaller than what the device was programmed to was observed. Programing changes were recommended. On 10 aug 2022, the patient presented for follow-up, device was tested and was fine and, no issues were noted on the lead. The device remains implanted. Patient was stable.